Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) overheated while the patient was walking outside on a hot day. The pdm was reportedly located in their waist pouch and would not power on. The patient allowed the pdm to cool down and then tried to charge the pdm. The pdm did not display the ¿charging symbol¿ and did not vibrate after pressing the power button for 30 seconds. The patient did not have the original charging accessories and was using a travel charger that had worked previously. The patient also noticed ¿condensation on the camera¿ that resolved after cooling. No blood glucose levels were reported and no medical assistance was required. The patient was provided a replacement controller.